Manufacturer narrative:
The pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap.

Event description:
It was reported that the device was converted into a (B)(4) loaner pump, and returned.